Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) safety disc & pm kit needs replacement.

Event description:
It was reported that during a routine check., the cs300 intra-aortic balloon pump (iabp) safety disc & pm kit needs replacement. There was no patient involvement.

Manufacturer narrative:
Record is being cancelled as it was opened in error.

Event description:
Record is being cancelled as it was opened in error.